Event description:
Information was received from a healthcare professional (hcp) and patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient asked if she was supposed to feel the stimulation all the time because she did not feel it. She would go to the bathroom and when she would finish going to the bathroom it still felt like she still had to go and it would hurt. It had a sudden onset and had no falls or trauma, or medical procedures. The patient programmer (pp) showed she was on program 4 at 1.9v and had the lightning bolt and did not feel the stimulation. The patient had increased from 1.6v to 1.9v 3 days prior, on (B)(6) 2016. The patient increased it because she didn't feel the stimulation and felt like she had to go (urgency). It was noted that the patient is real weak in the legs, a pre-existing condition, and wondered if the stimulation could contribute to that issue because the patient's weakness was worse yesterday, (B)(6) 2016 and also weak today, (B)(6) 2016. The patient was asked if she had bladder infections in the past prior to the implant or now and the patient stated yes, but didn't know if she had one now. The patient had only been implanted since (B)(6) 2016. The issues were related to positional movement. The patient was going to follow up with the healthcare professional (hcp). The change in therapy/symptoms was considered sudden. The urgency to go after using the restroom and hurting started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.